Event description:
Patient reported that in a comparison of their ss meter with a healthcare professional meter (hcp), their meter read a blood sugar level below 100 mg/dl while the hcp meter read 160 mg/dl. No symptoms were reported. On follow-up, lfs rep discovered patient's meter was set to mmol (when comparison was done) and uses alcohol to clean meter, a practice warned against by the MFR. Replacement meter was set up correctly with assistance from lfs rep. No allegations of harm have been made.